Manufacturer narrative:
Investigation results: received one unsealed 20ga x 1.16in. Insyte autoguard unit. Only the catheter was provided for this investigation. The catheter was provided with media, indicating usage. Microscopic analysis discovered there was a v shape cut near the tip of the catheter. The reported defect was confirmed. This defect may occur during manufacturing. During catheter tipping, incorrect die and/or mandrel, die and/or mandrel does not meet specification, incorrect die or mandrel set-up and installation, worn die or mandrel, worn die or mandrel, dirty die, bad die electronics, process not set within process parameters, and the catheter not being dry may all cause poor catheter tip integrity. Mandrel verification and tip quality inspections per quality control plan, standard operating procedures, software validation and supplier qualification of die and mandrels are in place to mitigate the occurrence of this defect. Another possibility is that this defect occurred during use. A v shape cut is usually a sign of a needle spear through. It is possible that the clinician pierced the catheter tubing during tip adhesion break, or if the catheter was slid up and down the cannula during insertion. This possibility cannot be ruled out, so the root cause is undetermined. Investigation conclusion(s): the defect of ¿catheter tip integrity¿ was confirmed. Probable root cause(s): undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard catheter tip has extra plastic the following information was provided by the initial reporter: we have had 2 20 gauge bd angiocaths on that have had an uneven edge with a piece of plastic hanging out which hurt the patient and damaged the vein. Nurse had to remove needle and restick the patient.